Manufacturer narrative:
The investigation of the returned coil system found the implant stretched, damaged, deformed, broken at the distal end, and separated from the pusher, which is consistent with the alleged product issue. The pusher was not returned for evaluation. The exposed monofilament exhibited a tensile break shape at the tip, which is consistent with the device experiencing retraction force that exceeded the tensile strength of the monofilament, causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces that exceeded its yield and tensile strengths and may have been caused by the snare used during the procedure. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. This report addresses the second coil. The first coil is referenced under MFR report# 2032493-2025-90508.

Event description:
See h11.

Event description:
As reported, during a stent assisted coiling procedure, a coil had more resistance than usual while advancing through the microcatheter. When the coil was pushed out distally, this resistance caused the microcatheter to be pushed out of the of the aneurysm resulting in loss of access. During attempts to regain access to the aneurysm, it was noticed that the coil had prematurely detached from the pusher. The coil was then successfully removed from the patient by using a snare. The case was completed by continuing to coil the aneurysm. The doctor re-accessed the aneurysm through the stent and completed the embolization. The patient was discharged the next day and is doing well.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device. This report addresses the second coil. The first coil is referenced under MFR report# 2032493-2025-90508.

Manufacturer narrative:
This report is being submitted to notify of a correction. Corrections to h6 codes: health impact: corrected from 2199 to 4624.